Event description:
Undetermined injury alleged. Medical intervention alleged. The caregiver stated that the user knocked the bed rail loose on a 5310 semi-electric bed. User has a pre-existing condition of spasms which may have contributed to the rail becoming loose. User was taken to the hospital for treatment of an unknown nature.